Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer blood glucose level was 400 mg/dl and 27 mg/dl respectively at the time of incident. Customer treated high blood glucose by injection and low blood glucose by taking glucose tablet and glucagon. The insulin pump had blank display screen and the insulin pump stopped working and this issue was resolved by troubleshooting. The customer was assisted with troubleshooting and declined for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.